Manufacturer narrative:
The device was not returned. Only the lens was returned inside a plastic specimen jar with a screw top lid. Viscoelastic was dried on the lens. The anterior optic surface was scratched near the edge. No damage was observed to either haptic. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint. Only the lens was returned. No damage was observed to the haptics. The optic had a scratch. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company lens with the company delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. It is unknown if the lens and plunger were in proper positions for advancement. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The trailing haptic may become stuck: if the plunger is not fully advanced the haptic may not release properly from the device. Due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported a product malfunction during the lens implantation. Additional information was received stating trailing haptic was stuck in the cartridge and was unable to unload from the cartridge requiring a few tries in the end the cartridge gave away and ended with expulsion of lens and blue tip of cartridge touched posterior capsule. So the lens had to be explanted and another lens had to be implanted in the sulcus.